Event description:
The customer reported that during a case, the system locked up then would not boot up. The case was completed with a different unit. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cable to the hard drive was reconnected then the bios recognized the hard drive. The software and the gpos were reloaded and the images were still saved. Voltages were checked and the f29 fuse on the backplane was reseated, and the voltage on the fluoro functions board was adjusted to 5.175 vdc. The system was tested and found to be working as intended and put back into service.